Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the malfunction reappears.